Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient, who was already in the hospital for altered mental status(ams) had suffered from a stroke on (B)(6) 2022. The patient became sluggish the night before and appeared dulled the next morning.

Event description:
It was reported that the patient was admitted for altered mental status. The patient became lethargic on (B)(6)2022 and obtunded the morning of (B)(6)2022 which provoked a stroke code. An electroencephalogram was performed which revealed that the patient did not have a stroke. The patient had elevated ammonia and heparin levels and was treated with lactulose and rifaximin. The patient later expired on 09oct2022 due to multi-system organ failure. The death was not considered to be device related and the device reportedly operated as expected.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome 3261 manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 10sep2022 through 26sep2022, per the timestamps. The file captured the device functioning as intended with no notable events or alarms captured. It was noted that the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists other neurological events (not stroke-related) and multiple organ failures/dysfunctions as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication and provides information regarding anticoagulation, including recommended international normalized ratio (inr) range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.